Event description:
Healthcare professional reported left side ¿rupture¿. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
The reported events capsular contracture and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: capsular contracture baker grade IV and seroma-late.

Event description:
Healthcare professional reported initially a left side ¿rupture.¿ medical opinion was left side rupture but diagnosed as capsular contracture grade 4 after the surgery and seroma. Device was explanted and replaced.

Manufacturer narrative:
Device evaluation:based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is a medical event that is not related to the device. Seroma-late: unable to observe as it is a medical event that is not related to the device. Additional observations: wear abrasion is observed. Crease fold is observed. Yellow particles are observed. Deformation is observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left side ¿rupture". Healthcare professional also reported capsular contracture baker grade IV after the surgery and seroma. Device was explanted and replaced.